Event description:
Patient with recent subarachnoid hemorrhage presented to intervential radiology to perform diagnostic cerebral angiogram to find cause of bleed. While using a guidewire in the right common and internal carotid artery, it prolapsed into the aortic arch, as the guide catheter was withdrawn, it was noted the tip was missing. Another guide catheter was used to finish the case and retrieve the broken guide catheter.